Manufacturer narrative:
(B)(4). Several explanted white parts of the support ring and an implant which was separated by cutting from the surgeon was returned for evaluation. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an open umbilical hernia repair procedure on (B)(6) 2012 and mesh was used. The patient experienced a local infection and inflammatory reaction at the umbilical region and laboratory tests showed elevated leukocytes. The patient underwent a revision procedure on (B)(6) 2012. The surgeon dissected an abcess and removed small, hard, white unknown particles which surrounded it. The initially implanted mesh was not removed. The wound is being closed with a vac system. The surgeon opines that the unknown particles looked like the inner ring of the mesh.

Manufacturer narrative:
(B)(4) - infection occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.